Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing observed on fvt (fast ventricular tachycardia) episodes for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.